Manufacturer narrative:
One used device was received and investigated. Testing found a 1 inch tear in the seam of the lower left seam of the printed side of the container. The most probable cause is due to possible over pressuring during filling and exposure to extreme temperature during transportation or storage after filling. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. It was reported that at the compounding facility, the empty flexible solution container was filled with unspecified volumes of fentanyl citrate 2mcg/ml and bupivacaine hcl 0.125% in normal saline for a total volume of 250ml. The customer contact reported that the solution container was overwrapped, placed into an placed in an intermediate product carton, then placed in a shipping container, and was shipped to the homecare patient. After an unspecified length of time, when the solution container was removed from the shipper and intermediate carton, the solution had leaked from the solution container. The solution container was replaced and the therapy was initiated. No additional information was provided.